Manufacturer narrative:
To date, this lead was removed from service. A second lv lead was placed and that also became dislodged but had not been removed from service at the time of this report. The secondary lead has been reported separately. The investigation is now considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had been recently implanted and then became dislodged. This issue was determined in chest x-ray and loss of capture (loc). There was no report of adverse patient symptom.